Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e3. A getinge field service engineer (fse) stated that customer called in with gas gain alarm, this is usually a clinical issue. Fse could not reproduce the error. Fse replaced safety disk (d202-00-0140).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had displayed message gas gain in iab circuit. This was identified during use and there was no harm or injury reported.